Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2019. Concomitant medical product: stryker pedicle screws - l3, l4. Therapy date: (B)(6) 2019. Medical product: bilateral rods. Therapy date: (B)(6) 2019. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing severe pain from the spinalpak assembly. The patient stated that she used the unit for 8 hours and the following day she experienced pain in her right hip, lumbar region, and right leg. The patient stated that the pain feels like irritated nerves and it is below the skin. The patient is taking pain medication from her surgery but it takes a long time to take effect. The patient tried to wear the spinalpak unit the next day and the pain began again. The patient spoke to the physician's assistant at her doctor's office and was advised to stop using the unit. No additional patient consequences have been reported.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for evaluation. Evaluation of the returned product indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported event. No failure and/or fault condition was found or confirmed. The device history record was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added. D10: device availability added. G4: date received by manufacturer added. G7: type of report. H2: follow up types. H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added. H6: method code updated to 10: testing of actual/suspected device. H6: method code updated to 3331: analysis of production records. H6: results code updated to 213: no device problem found. H6: conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient was experiencing severe pain from the spinalpak assembly. The patient stated that she used the unit for 8 hours and the following day she experienced pain in her right hip, lumbar region, and right leg. The patient stated that the pain feels like irritated nerves and it is below the skin. The patient is taking pain medication from her surgery but it takes a long time to take effect. The patient tried to wear the spinalpak unit the next day and the pain began again. The patient spoke to the physician's assistant at her doctor's office and was advised to stop using the unit. It was reported that no further information is available.